Manufacturer narrative:
(B)(4). D10: unknown cpt head and unknown g7 dual mobility bearing. G2: foreign: united kingdom. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure due to numerous dislocations. On inspecting the prosthesis, it was found that the metal cpt head was not inside the g7 dual mobility bearing. There is no additional information available at the time of this report.